Event description:
It was reported, that the subject device had foreign bodies coming out of the canal which included the auxiliary water supply canal. The issue was found during service/maintenance. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had foreign bodies coming out of the canal which included the auxiliary water supply canal. The issue was found during service/maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.